Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's superior vena cava (svc) coil had a fracture and high impedance. The rv lead polarity was reprogrammed to turn off svc defibrillation. The rv lead remains implanted and in use. No patient complications have been reported as a result of this event.